Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, probable causes of the reportable findings are due to some kind of stress such as damage or deterioration of parts. The most probable cause is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that, the duodenovideoscope exhibited contamination on the objective lens, and the adhesive around the light guide lens. There was no patient involvement.